Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis identified the device exhibited premature battery depletion which likely contributed to reported backup anomaly.

Event description:
It was reported that upon interrogation the pulse generator exhibited back up vvi. The device was explanted and replaced.